Event description:
A hospital reported via our distributor that water overflowed over the maximum water level line of an mr290 autofeed humidification chamber. The hospital reported that the movement of the float was checked before the chamber was used. No pt consequence was reported.

Manufacturer narrative:
The humidification chamber was not returned to the manufacturer for inspection, but photographs of the device were supplied. Result: in the photographs it appeared that both of the floats were moving freely. One of the photographs showed that the water level in the chamber was a small amount above the maximum fill line. A lot check revealed no other similar complaints for this lot number. Conclusion: the water a small amount above the maximum fill line indicates the primary float either partially or completely failed to prevent water from flowing into the chamber. The photographs show that the secondary chamber float seems to have functioned as intended and has prevented further water from entering the chamber. The mr290 autofeed humidification chamber instructions for use indicates the level water in the chamber should not exceed. The instructions for use also advises users to replace the chamber if water exceeds the maximum water level. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year to the end of october of 7 ppm.